Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir previously contained air bubbles. Customer's blood glucose was 162 mg/dl at the time of incident. Customer's pump was in the process of being replaced. Customer was advised to monitor the pump and to call back if any further issues.